Event description:
Complainant alleged that during biomed testing the paddles did not allow the device to discharge under 10 joules. This is questionable whether or not this would have a clinical impact since most pts require more than a 10 joule discharge therapy. Complainant indicated that there was no pt involvement in the reported malfunction.